Event description:
The customer reported a failure to discharge in the electrophysiology lab. The customer reported that it took 3-4 attempts to discharge via pads using the softkey.

Manufacturer narrative:
The customer reported a failure to discharge in the electrophysiology lab. The customer reported that it took 3-4 attempts to discharge via pads using the softkey. The device was evaluated at philips, but the reported symptom could not be duplicated. The device passed all performance verification testing. As of 2/6/09, the customer has not called back regarding this device.